Event description:
It was reported the pt has not been able to charge for over six weeks. An sjm representative confirmed the patient's ipg is unable to communicate with external devices. The pt has lost stimulation. The pt's ipg was explanted and replaced. The pt reportedly receives effective stimulation therapy.

Manufacturer narrative:
Correction/removal number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.